Event description:
The patient reported when she woke up this morning she had an elevated blood glucose reading of 424 mg/dl with her normal range being 125 mg/dl. She stated she changed her insulin infusion set tubing "4 separate times" and then tried to prime, but no insulin would flow through the tubing. She said, she experienced no symptoms and corrected her blood glucose levels by giving herself an injection of insulin. To troubleshoot, the patient was instructed to disconnect from her infusion headset and prime. No insulin came through. The patient was instructed to confirm there was insulin in the cartridge and then run a prime with nothing attached to her insulin infusion device. The prime went through without error. The patient was instructed to attach the same tubing and prime which she did without error. The patient was then instructed to connect to her headset and bolus 1 unit of insulin to fill the cannula space. On follow up, the patient stated everything was going fine. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.